Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8184941. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly.

Event description:
It was reported that after attaching IV line and fluids began to be delivered it was discovered that the fluid was leaking at the connection with a bd connecta¿ stopcock. The following information was provided by the initial reporter: the 100cm bd connecta was attached to the giving set and fluids run through for patient. Upon attaching the IV line to the patient and fluids commenced, it was noted that fluid was leaking out from the injection port on the 100cm bd connecta. Additional information provided: IV fluids stopped. IV line disconnected and 100cm bd connecta set removed. Nurse in-charge of theatre department informed. 100cm bd connecta removed from circulation. Datix completed, niaic form completed, staff within the department informed and anaesthetic staff also informed.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after attaching IV line and fluids began to be delivered it was discovered that the fluid was leaking at the connection with a bd connecta¿ stopcock. The following information was provided by the initial reporter: the 100cm bd connecta was attached to the giving set and fluids run through for patient. Upon attaching the IV line to the patient and fluids commenced, it was noted that fluid was leaking out from the injection port on the 100cm bd connecta. Additional information provided: IV fluids stopped. IV line disconnected and 100cm bd connecta set removed. Nurse in-charge of theatre department informed. 100cm bd connecta removed from circulation. Datix completed, niaic form completed, staff within the department informed and anaesthetic staff also informed.